Event description:
Healthcare professional additionally reported "areas of dense adhesion of implant". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, yellow particles, broken shell with striated edge, total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage and delamination of plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.